Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017, patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "an infraumbilical semicircular incision was made into the hernia site. The hernia sac was dissected out. A 4 x 4 cm ventralex mesh was placed into the defect and closed with sutures." Attorney alleges that patients had obstructions, hernia recurrence, pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.